Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad hard to click and it had very loud sound when pushing. The customer¿s blood glucose was 223 mg/dl. Customer stated that insulin pump was show red x. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value (240 mg/dl) properly and displayed correctly on the display graph. Device was monitored for three (3) days while connected to the sensor. No unexpected lost sensor signal alarm, can not find sensor alarm, or sensor errors noted during testing. (B)(4).